Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer successfully resolved the issue with assistance from technical support, who provided complete pump reset instructions, allowing the customer to start a new sensor session without further errors.